Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -10.00/3.5/079 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Refractive surprise was observed. The lens remains implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).